Manufacturer narrative:
Submit date: 11/17/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports when drawing up vaccine, vaccine leaked into rubber stopper on the plunger.

Manufacturer narrative:
The device history record (DHR) for lot s14222 indicates that there were zero defects found in 715 visual samples and zero defects found in 1003 physical samples inspected from the lot. There was no non-conformance reports (ncr)s issued to this lot. There were no samples returned with this complaint. The reported condition could not be confirmed without an actual sample to evaluate. The exact root cause could not be determined based on the available information. A 6m root cause investigation was conducted and reviewed multiple potential contributing factors. The complaint file contains insufficient information to determine a most probable root cause. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage and leakage past the plunger. The lot met all defined acceptance criteria and was released. The investigation did not identify a systemic issue with the product or process. A specific root cause could not be identified through root cause analysis. Based on the information a vailable, a corrective and preventive action (CAPA) is not necessary at this time. If information is provided in the future, a supplemental report will be issued.